Event description:
It was reported that the right ventricular lead had an impedance of greater than 9999 ohms, noise, and increased capture threshold. In addition it was reported there was a probable lead fracture. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.